Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported that the ventilator had a low battery and was placed back into service after the battery was charged.

Event description:
It was reported that the ventilator lost a/c power while plugged in and the compressor was inoperable. There was no reported patient involvement.